Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the positioning issue was patient movement based on the impella position in aorta which occurred after patient movement. Instructions for use for the related event are as follows: ¿impella catheter in papillary muscle if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male needing mechanical circulatory support. During the impella cp support, the automated impella controller (aic) displayed a red alarm, indicating 'impella position in aorta' following patient movement/nursing. It was reported that the canula made a big movement along the mitral valve with the inlet positioned very close to aortic valve. The pump was repositioned with no allegations of patient harm.